Event description:
It was reported that during shift check, customer pressed the indicator light of the autopulse li-ion battery and no lights came up. Customer set the battery down for a moment and then went to recheck on it and 4 lights came on. Customer also notes that when testing the autopulse platform with this battery, the platform powered off abruptly. However, no problems occurred when testing with other batteries.no patient involvement was reported. No further information was provided.

Manufacturer narrative:
The product in complaint was returned to zoll circulation on (B)(6) 2013 for investigation. However, investigation is still in progress. A supplemental report will be filed once investigation has been completed.

Manufacturer narrative:
Investigation results for the returned battery as follows: during evaluation of the returned battery, the reported issue was not confirmed. The battey was able to power on a test platform with no issues. In addition, the battery was charged and tested multiple times and did not present any issues.